Event description:
It was reported that the device was explanted due to erosion and infection. Patient doing fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.